Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Medical records received. Revision operative note indicated no significant metallosis or alval or altr reaction. The stem and cup were noted to be good position with bone growth. Update 11/25/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and no metallosis. The stem is being added for high metal ions as labs results form (B)(6) 2010 and (B)(6) 2011 indicated they were high. The revision operative note also noted that trochanteric wires were removed and these were placed during the primary operation. The revision for placement is unknown at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.